Manufacturer narrative:
The device was not returned for evaluation and the contribution of the device to the reported event could not be determined. The catalog number, ar-503-tttf and lot number 971202 associated with this event has been involved in recall number 1220246-1/29/16-001-r. The information received regarding the event is not sufficient to determine the cause of the event or whether it had any relation to the recall.

Event description:
It was reported that the patient had undergone a right total knee arthroplasty on (B)(6) 2014. During the 2014 procedure the patella was not resurfaced and the following arthrex products were implanted: tibial tray, ar-503-tttf, (lot 971202); femoral implant, ar-503-psrf, (lot 108761207); bearing implant, ar-503-bf12, (lot 113601237). On (B)(6) 2019 the patient underwent a revision right tka procedure. Additional information provided (B)(6) 2019: revision was due to tibial loosening. All original 2014 devices were explanted during the revision. The revision was completed using another manufacturer's products. The devices will not be returning for evaluation as it was reported by the sales rep that returning the devices is against hospital policy.